Manufacturer narrative:
Device evaluated by MFR. Device has been disposed or is not expected for return. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the patient developed low blood pressure 3 hours after the index procedure. The blood pressure was reported as 74/40.

Event description:
(B)(4). Same case as 2134265-2010-04773. It was reported that following a carotid artery stenting treatment procedure, the patient experienced low blood pressure. The lesion being treated was located in the right common and internal carotid artery. The physician advanced the filterwire ez to the lesion and implanted the carotid wallstent. Following the procedure the patient developed low blood pressure. Pre-procedure blood pressure was 140/80, post-procedure blood pressure was 92/46. The physician treated the event with medication, atropine sulfate. The event resolved. In the opinion of the physician this event was caused by carotid sinus reflux due to stent implant.

Manufacturer narrative:
(B)(4).